Manufacturer narrative:
Patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during review of the submitted log file by a representative of the manufacturer¿s technical services, a no external power/ low power hazard event was observed. This could have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the system controller¿s internal backup battery supplied power to the pump as designed no other unusual events noted.

Manufacturer narrative:
The report of low flow hazard alarms was confirmed based on the submitted log file. The center reported that the patient was seen in the clinic and interrogation of the system noted multiple low flow events. The patient was asleep and asymptomatic at the time of the events. Review of the submitted log file confirmed multiple low flow alarms between 9/1/2018 and 9/8/2018. The alarms occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated at or above the low speed limit for the duration of the log file and appeared to be functioning as intended. The cause of the low flows was not determined and there were no changes made to the patient¿s treatment or pump settings. The patient remains ongoing on vad support. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.